Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens stuck in a cartridge. There was no visible damage to the cartridge. There was evidence of clear surgical residue. It should be noted that the injector, and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated, the surgeon inserted and removed a cc4204bf collamer single piece lens during the same surgery due to the lens having not been loaded properly. The lens was removed with no patient injury and was reloaded and became stuck in the cartridge. Another lens was implanted.